Event description:
Received info from surgeon: which generator was used - gen11 or rf60? Gen11. What other devices were used during the procedure? None. How as it determined that the nseal535rh caused the burn? No other energy sources were used; no scissors were used; timing consistent for thermal injury. What size/shape was the burn? 2cm hole. How was the burn repaired? Laparoscopically. What is the patient's current condition: stable.

Event description:
It was reported that the device was used during a bowel resection. Original procedure was on (B)(6), 2011. The surgeon believes the device may have caused a burn to the bowel. It was undetected during the case. The patient presented with sepsis on day 2 post op. An emergency procedure was performed to repair the injured bowel. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information from surgeon.

Manufacturer narrative:
(B)(4).